Event description:
It was reported that a 3.5x38 rx xience prime stent delivery system (sds) was advanced without resistance to a non-calcified 70% stenosed lesion in the non-tortuous distal left main to left circumflex coronary artery. An attempt was made to deploy the rx xience prime stent via inflation to 12 atmospheres (atm). While no inflation issues were noted, the deployment attempt resulted in partial stent expansion and movement, then dislodgement from the balloon; the balloon was unable to be deflated and unable to be withdrawn, despite attempts to deflate the device by drawing negative pressure and by applying force. A piece of the balloon separated in the anatomy and the proximal shaft part of the device was withdrawn from the anatomy. A new puncture was then made in the femoral artery, followed by advancement of a snare device and the stent and balloon piece were both snared from the anatomy. The stent was noted to be heavily stretched. The procedure was completed via advancement and deployment of a 3.0x36 non-abbott sds in the left main to left anterior descending coronary artery and a 3.0x33 non-abbott sds in the left main to left circumflex coronary artery, with a satisfactory patient outcome and resulting in 10% stenosis. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. (B)(4): against resistance.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty deploying the stent implant and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent damage, stent dislodgement, and shaft separation were confirmed. Deflation failure/difficulty could not be tested due to the condition of the returned device. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.